Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that prior to a procedure, at the user facility, the attachment fell apart. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure, at the user facility, the attachment fell apart. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.